Event description:
It was reported via postmarket registry that the patient implanted with a drug pump presented with pain. X-ray diagnostics confirmed an occlusion in the catheter in the proximal portion. The catheter was "explanted/replaced" and the patient recovered without sequela. The pump contained morphine sulfate at a concentration of 50 mg/ml and a daily dose of 3.5 mg.